Event description:
It was reported that approximately two weeks post implant, the right ventricular (rv) lead had high thresholds. The physician thought the thresholds were due to exit block as an x-ray confirmed the lead placement in the rv apex. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.